Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on all available information, the reported inability to lower the grippers appears to be due to procedural circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the gripper actuation issue. It was reported the mitraclip procedure was performed to treat grade 4+ degenerative mitral regurgitation (mr). The clip was advanced to mitral valve. When attempting to grasp the leaflets, the grippers did not lower. Independent grasping and simultaneous grasping were attempted but the gripper arms did not lower, the grippers stayed raised. The clip was locked and unlocked but the gripper arms still did not lower. The clip was inverted and the cds was retracted into the atrium. While in the atrium, the grippers successfully lowered without further issues. The same cds was advanced to the ventricle, the gripper arms lowered without issue and grasping was successful. A second clip was implanted to further reduce mr. Mr was reduced to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.